Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 48 days post a biliary stenting procedure, the pt developed a duodenal wall ulceration. At the time of the initial treatment, the pt presented with a benign bile leak. A 10x80 covered biliary wallstent was implanted. The pt returned 48 days post procedure for a scheduled revision and was found to have a lateral duodenal wall ulceration. The stent was removed at that time using a snare. The event was reported to be resolved with removal of the covered biliary wallstent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.